Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It was reported by the facility that the balloon ruptured on calcium. The vessel was heavily diseased and also a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. However, based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1527104) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon ruptured on calcium. The vessel was heavily diseased. Manual compression was applied for more than 30 minutes. No antibiotics were given. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention peripheral vessel size: 7 mm sheath size: 6f stick location: low.